Event description:
The tip of the drill guide broke off during intervention. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the complained instrument has shown that the tip of this drill guide did not correspond to specifications. The component, drill sleeve, was produced during the setting up of the machine and inadvertently mixed with the following standard goods. This complaint has been deemed valid and a CAPA determination request has been initiated. A review of the device history record did not show conditions that could have contributed to the reported event.